Manufacturer narrative:
The physician discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. The events of drainage, fever, and erythema are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported "patient developed erythema in the lower half of the breast, in the skin overlying the area of the seri. Patient developed a single pyrexia 38.5 during the night, before the erythema appeared, but there was no elevation in white cell count, and no other signs of infection." Physician initially treated event by changing prophylactic augmentin to therapeutic doses of benzylpenicillin and flucloxacillin intravenously while hospitalized, followed by a prescription of oral flucioxacillin. Erythema symptoms resolved after change of antibiotics. Following resolution of initial symptoms, patient presented with a "cloudy discharge" and "localized redness/pink discolouration on some but not all of the seri/skin interface." Physician explanted the tissue and seri with a loss of the device.